Manufacturer narrative:
The facility reported that during an egd endoscopy procedure, the patient experienced vocal cord muscle spasms. The disposable defendo air/water valve was used during the procedure and was reported to have contributed to the event. The patient was under anesthesia during the procedure and the physician reported the defendo air/water valve was sticking/leaking causing water to drip down the patient's throat. This physician reported the patient experienced vocal cord muscle spasms causing a restricted airway and led to the patient being intubated. Medivators consulted with four resident experts in gi and they all stated that it is unlikely for the physician to leave the distal tip at the juncture of the larynx/trachea and esophagus for an extended period that would allow water to get into the patient's vocal cords. The purpose of the defendo air/water valve is for the physician to clear the endoscope lens to have better visibility during the procedure which a limited amount of water is used. The physician has complete control of the fluid flow through the endoscope. Medivators regulatory has attempted to contact the facility. Any details of pre-existing conditions about the patient were not disclosed. The current condition of the patient is unknown. This complaint will continue to be monitored in the medivators complaint system.

Event description:
The facility reported that during an egd endoscopy procedure, the patient experienced vocal cord muscle spasms. The disposable defendo air/water valve was used during the procedure and was reported to have contributed to the event.

Manufacturer narrative:
The facility reported during an egd endoscopy procedure the patient's airway was obstructed. The disposable defendo air/water valve was being used during this procedure and thus contributed to the event. During an egd procedure the patient was under anesthesia and the physician reported the defendo air/water valve was sticking/leaking causing water to drip down the patient's throat. This physician reported muscle spasms of the vocal cords which blocked their airway and lead to the patient being intubated. Medivators consulted with four resident experts in gi and they all stated that it is unlikely during a procedure for the physician to leave the distal tip at the juncture of the larynx/trachea and esophagus for an extended period of time that would allow water to get into the patients' vocal cords. The purpose of the defendo air/water valve is for the physician to clear the lens to have better visibility during the procedure which limited amounts of water is used. The physician has complete control of the fluid flow through the endoscope. Regulatory has attempted to contact the facility. Any details of pre-exiting conditions about the patient were not disclosed. The current patient condition is unknown. This complaint will continue to be monitored in the medivators complaint system.

Event description:
The facility reported during an egd endoscopy procedure the patient's airway was obstructed. The disposable defendo air/water valve was being used during this procedure and thus contributed to the event.